Event description:
It was reported the patient had stimulation in the wrong location and less than 50% therapy relief; the patient was reprogrammed earlier in the year and one day she noticed her stimulation had moved into her ribs. Reprogramming was planned for (B)(6). It was noted diagnostics/troubleshooting would be performed in the future as well. The patient had called her pain physician and asked if she needed to get an x-ray and no one in the office had contacted her. In the meantime the patient wanted reprogramming to see if they could get stimulation in the correct location and out of her ribs. It was noted prior to this stimulation was good. The patient could not think of anything that happened that could have caused the issues. Additional information received after the patient¿s appointment reported high impedances, greater than 10,000 ohms, on electrode 7 and low impedances, less than 50 ohms, on electrode 1. It was noted the patient had no symptoms as they were programmed, 0-, 1-, and 2+.

Manufacturer narrative:
Concomitant: product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).